Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The samples were received in used conditions and without their original packaging. A bag with a solution of blue ink/water was connected to the samples, in order to verify for leaks. The sample had a leak in the bonding between the drip chamber and the spike. During review of manufacturing process, a sample of 32 units was taken, to perform a visual inspection to verify for leak paths in the bonding between the spike and the drip chamber and no discrepancies were detected. Corrective and preventive action (CAPA) was initiated to determine the root cause and implement corrective actions. The root cause of the reported issue was found to be related to manufacturing. Actions were taken to mitigate the reported issue: production personnel was retrained on the manufacturing procedure by the production supervisor to reinforce the bonding operation between the drip chamber and the spike. The leak test of the drip chamber and spike assembly was also reinforced.

Event description:
It was reported that when set was put under pressure there was a leak. No patient injury was reported.